Manufacturer narrative:
Attempts to obtain add'l info from the article author(s) were unsuccessful. The findings of the study were summarized in the article: thomas bg, sanchez la, geraghty pj, rubin bg, money sr, sicard ga. A comparative analysis of the outcomes of aortic cuffs.

Event description:
Boston scientific (formerly guidant) rec'd info from a study designed to compare analysis of the outcomes of aortic cuffs and converters from endovascular graft migration. The study involved a total of 151 pts. Guidant ancure endograft's were implanted in nine pts in the study. During the 32 months f/u, reported adverse pt effects including: migration, conversion procedure to open repair, add'l procedure for placement of another mfrs stent, type I, ii, and iii endoleaks, growth of aneurysm, and aneurysm rupture.